Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the emergency stop activating. Review of logfiles showed ¿malfunctioning geo-pc¿, malfunction can be confirmed, most likely cause is ¿geo module. Upon troubleshooting fse confirmed that the emergency stop button on the control room geo module was faulty. Fse compared to the other emergency stop buttons, this one required minimal force to activate. Fse suspected the internal connection of the push-button was close enough to cause intermittent activation and prevent proper resetting. Upon troubleshooting action fse found e stop on control room geo module was faulty. To resolve the issue fse replaced the defective geo module in control room to resolve e stop issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's emergency stop was intermittently activating. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.